Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter: hazardous drug leaking from texium on the 50ml bonded syringe and bag smartsite connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two photos were received for quality evaluation. One photo was of the product packaging and one photo shows fluid around the rim of a smartsite on a drip chamber assembly. Based on the customers details of the product issue and the photo evidence that the chemotherapy leaked at the connection point of the bd smartsite and the texium connector, the customer complaint of leakage was confirmed. Due the physical sample not being provided, a definitive root cause for the issue could not be determined, however, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8060 lot number 25045086 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.